Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 10/2025). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly had a leak and could not inflated. It was further reported the device allegedly had a detachment issue. Reportedly the balloon was allegedly difficult to remove from the patient without use. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had a leak and could not be inflated. It was further reported that the balloon was allegedly difficult to be removed from the patient without use. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 035 dilatation catheter loaded with an unknown brand sheath in two segments was received for evaluation. During visual analysis, one segment of the sheath appeared to be loaded onto the distal end of the catheter shaft and the second segment of the sheath was returned. Further, balloon bunching in the distal end and one of scoring wire break in the distal end could be observed. And no other anomalies were noted. Due to condition of device further testing was not performed. During visual analysis, the sample received with an unknown sheath and the balloon bunching, scoring wire break could be observed. Further, no evidence of balloon rupture could not be identified, and the functional testing could not be performed due to the condition of device. Hence, the investigation was confirmed for the reported sheath removal difficulty, identified balloon bunching, scoring wire break and inconclusive for the reported balloon rupture issues. A definitive root cause for the reported sheath removal difficulty, balloon rupture and the identified balloon bunching, scoring wire break issues could not be determined based upon the provided information. Labeling review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. H10: b5, d4 (expiration date: 10/2025), g3. H11: h6 (device, method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.